Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think there implantable pulse generator (ipg) "isn't working right and is feeling symptomatic". No further patient complications have been reported as a result of this event.